Event description:
It was reported that a system error (se) 2240 (air in line) alarm occurred on the homechoice (hc) machine, during initial drain. There was nothing found during troubleshooting that would cause or contribute to the alarm. A baxter technical service representative (tsr) advised the home patient (hp) to start over with new supplies and to contact the pd nurse (pdn) about the event. There was patient involvement; however there was no adverse event. No additional information is available.

Manufacturer narrative:
(B)(4). The cassette was not returned; therefore, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.